Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a znn cmn nail 11.5mmx36cm 130 r was implanted on (B)(6) 2014. Four months after surgery, the hip gliding screw expand in the acetabulum and was not pushed out lateral. X-rays showed a loosening into the acetabulum. The revision surgery was planned for (B)(6) 2015.